Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an issue with securing the ventricular lead. It was indicated that there was foreign material in the ventricular output connector. It was also indicated that three case screws are contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had an issue with securing the ventricular lead. The epg was returned for warranty service. There was no patient involvement.